Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages, damaged cable) has been confirmed. Upon investigation the electrode belt distribution node to rear te cable was severed. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was damaged and was experiencing "add gel/replace belt" messages.